Event description:
It was reported that the patient was receiving abdominal stimulation on implant and was unable to get amplitude needed to provide stimulation to the left leg. It was noted that two leads were explanted on (B)(6) 2013 and a new lead was placed. Almost a month later, it was noted that the patient had some coverage of the left leg, however he "couldn't turn it up high enough to get enough." It was noted that impedance measurements had been fine. There was "no real difference in lead location" noted from x-ray. It was noted that the two leads that were explanted would not be returned to the manufacturer. It was noted that after several attempts at reprogramming, the decision was made to revise. It was noted that the manufacturer's representative was "unsure of date" when she was first aware of the revision. If additional information is received, a supplemental report will be filed.

Event description:
Additional information reported the 2013-(B)(6) revision ¿was to see if we could get the coverage to be better¿ and ¿more like [the] trial.¿ it was stated the lead ¿really hadn¿t migrated¿ and that the patient ¿wasn¿t happy with [the] stimulation.¿ it was stated that when the physician ¿couldn¿t get it, he changed to a retrograde approach, which on the table worked, but didn¿t hold.¿ it was noted ¿it wasn¿t really changed from [the] implant, he (the patient) just wasn¿t happy with [the] stimulation.¿

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead; product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).